Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were experiencing pain since they were implanted on (B)(6) 2016. The patient reported that their implantable neurostimulator (ins) was placed in an area that was smashing their hip girdle, causing pain. X-rays were taken and confirmed that the ins was at an angle and pressing against a bone. The patient reported that they could feel the whole battery protruding out of their body. It was also reported that there was poor coupling due to the device being at a bad angle. The patient had a revision surgery scheduled for (B)(6) 2017 where the ins would be placed in the abdomen instead. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they did have a revision where the device was located and the issue was resolved. There were no further complications reported or anticipated.